Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal left circumflex artery (lcx). A 28 x 2.25mm promus premier¿ stent was advanced to the lesion. However, the stent delivery system could not cross the proximal lcx. After several attempts made to cross the lesion, it was noted that the distal section of the stent became flared. The procedure was completed with a 30x2.25mm non-bsc stent. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).